Manufacturer narrative:
Additional information: the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is wear and tear of the device, as the manufacturing date registered is 2023. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/08/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-400 drillsaw sports 400 system overheated. This occurred during an acl procedure.